Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. Corrections: d9 - date returned to mfg null: ni to na. E1 - fax number null: ni to na. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on an unknown date. It was not reported if any additional testing was performed. The consumer stated that he was having chills and the food he was consuming tasted weird. Although requested, no additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on an unknown date. It was not reported if any additional testing was performed. The consumer stated that he was having chills and the food he was consuming tasted weird. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.